Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event and was transported to the hospital by ambulance. The patient was admitted to the hospital and was given food to raise his blood sugar. The patient was released the next morning. At the time of contact, the patient was in stable condition. There was no allegation against the dexcom system. No additional patient or event information is available.